Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 15mmx2.00mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at 12 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.